Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode and the k electrode on a cobas pro ise analytical unit. The sample resulted in the following values when initially tested: na = 160 mmol/l; k = 6.2 mmol/l. The treating medical doctor questioned the results and the sample was repeated. The repeat results were as follows: na = 141 mmol/l; k = 5.5 mmol/l.

Manufacturer narrative:
The na and k electrode lot numbers and expiration dates were requested, but not provided. The field service engineer checked the system. The vacuum and sipper needle movements were checked and were ok. A washing station was checked and no contamination was visible. Probe adjustments were checked and were ok. The gear pump pressure was checked. The needles were removed and cleaned. A screw fixing the vacuum needle was found to be loose and it was tightened. The mixing vessel and the probe were inspected and cleaned. Precision studies and test runs were performed and the instrument performance was within specifications. The investigation could not identify a product problem. The cause of the event could not be determined. The issue was resolved after the service actions.